Manufacturer narrative:
(B)(4). Evaluation, method - lens work order search. Results: a lens work order search was performed and no similar complaint was found within the same work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon implanted a cc4204a collamer single piece lens in the pt's left eye. The lens was explanted due to a refractive error. The incision was not enlarged. Another lens, same model with a 22.5d was implanted. No suture was used.

Manufacturer narrative:
Evaluation results: a visual inspection of the product found no visible damage to the lens. Conclusions: (no conclusion can be drawn); based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of this event could not be determined.

Manufacturer narrative:
Results: based on the investigation, performed, the device history record review, and the root cause analysis, nothing in the manufacturing, packaging or shipping was found to be the root cause of this complaint. It is highly unlikely that the lens was the incorrect diopter since the diopter verification was successfully completed and all lenses in the work order were accounted for. It is most likely that the patient refractive surprise was due to inaccurate measurement of k readings and in turn an error in the iol calculations or possible patient precondition. However, the investigation is inconclusive. Conclusions: (no conclusion can be drawn); based on the complaint history, work order search, device history review and the evaluation of the returned product, a specific root cause of this event could not be determined.

Manufacturer narrative:
Medical review: os: reportedly a collamer single-piece iol was explanted/exchanged, two weeks postoperatively, for a different power of the same model lens to address residual refractive error. No reported problem with the lens or loss of bcva. No reported postoperative sequelae. Given the information that different power lens of the same model was implanted as a replacement and resolved the issue. It is very likely that procedure factor (miscalculation prior to the surgery) and/or patient factor (desire to be spectacle free for certain distance) caused the event. It should be noted that this complaint does not meet the criteria for "serious injury" definition since the secondary surgically intervention was not perform to address visual impairment (no report of bcva loss) but to satisfy surgeon`s or patient`s preference for uncorrected visual acuity. Conclusions: based on the complaint history, work order search, device history review, medical review and the evaluation of the returned product, it has been determined that the root cause of this event was not lens related but due to the patient's or physician's preference for uncorrected visual acuity.